Event description:
A surgeon reported that the irrigation fluid did not fill the cassette chamber and an error message, indicating the bottle was empty, displayed through there was fluid in the bottle. This event occurred during a procedure after priming tests had been passed. There was no pt impact reported.

Manufacturer narrative:
Investigation including a root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).